Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Cassette lock spring missing and lens damage issue found during the investigation; these issues were caused by the customer. Replaced cassette lock spring and lens.

Event description:
It was reported that the cassette lock spring was missing and there was lens damage during testing. No patient injury reported.